Event description:
The ventilator was connected to a pt. The customer reports that the ventilator read 30 cm h20 of peep when set to 5. The customer also reports that the ventilator did not deliver the peep indicated. Pt settings available. There was no pt injury.